Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Coopervision received a report from the patient's eye care practitioner (ecp) informing that the patient was diagnosed with corneal keratitis (od). The ecp found mild corneal infiltrates and corneal scaring of the right eye. The patient's visual acuity has temporarily decreased and they have temporarily discontinued contact lens wear. The ecp believes that the event was likely caused by the patient resulting from handling errors. The patient was referred to an ophthalmologist, where eye drops (antibiotics) were prescribed. Cvi will send a supplement report when the patient's outcome/resolution is obtained.